Event description:
It was reported that after a lap hepatectomy and cholecystectomy, a hematoma granuloma was found and reoperation was performed. In the initial operation, an el5ml, sc60a, ecr60d, 6tb45 and 6r45b and an echelon device (60mm) were used on the hepatic parenchyma and vascular channel. The cartridge color was unknown. We are presently checking the detail. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. (B)(6) 2008: due to a hepatic metastasis of a bowel cancer, a lap hepatectomy was performed and a metal clip(manufacturer is unk) was used. (B)(6) 2010: as a result of a pathological diagnosis, a cancer recurrence was suspected. So, a lap hepatectomy and a cholecystectomy were performed and el5ml, sc60a, ecr60dx3, 6tb45 and 6r45b were used. At that time, a granuloma was found around the clip of the initial procedure. There were no anomalies in the function of the devices. (B)(6) 2013: as a result of a pathological diagnosis, a open hepatectomy was performed and a clip and staples were not used. At that time, a granuloma was found around the staples of the second procedure. All the clips and the staples which were used for liver were removed through all the procedures. The doctor in charge and the clinical pathologist say that the granuloma is due to a metallic allergy of the staples and the clips of the device, since the granuloma was not confirmed in the part where the clips and the staples were not used. For comparison, although a clip of el5ml used for a bile duct remained in the patient's body, a granuloma was not confirmed around the clip on the bile duct. A metal allergy test of the patient has not been performed yet. The patient has recovered and has already been discharged from the hospital. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Upon further review of the event by company medical director, granuloma is a typical part of the healing process. It does not appear to have caused any injury, but rather was found during a planned re-operation almost three years later. Therefore, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.